Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Product information/lot number was not provided, supplier unable to investigate. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted distributor in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with distributor at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Distributor reported complaint on behalf of the customer. Customer had reported that the 31g syringes were dull and that they caused skin damage. No medical attention associated with the use of the product was reported. Lot information was not provided.